Event description:
Caller reported aviva blood glucose results of 256 mg/dl at 9:50 pm, 108 mg/dl at 9:51pm, and 111 mg/dl at 9:53pm. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the device was fired on the inferior mesenteric artery, the jaw became not to open at the third firing. Another device was inserted into the patient's body from a different port and the first device was removed with the clip. There were no adverse consequences for the patient. When the sales rep received the complaint device, the jaw was opened and blood was stuck in the jaw. Also the clip was jammed.